Manufacturer narrative:
The single port cadiere forceps instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a dislodged proximal clevis. The dislodged proximal clevis was found at weld 4, the location of the distal main tube. The welds were inspected and appeared to be present on both sides and did not show signs of workmanship or burn-back issues. The distal grip tips were still attached to the instrument due to the internal components. No material was found missing. The housing was removed and found to be undamaged. The inputs were manually articulated and passed. The grips open and closed when the grip knob is manually rotated despite the damage. The root cause is typically attributed to the use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the movement of the single port cadiere forceps instrument on the screen appeared to be abnormal. As the case progressed, creaking was observed on the screen when opening and closing the jaw of the cadiere forceps instrument. At the request of the surgeon, the instruments were inspected, and it was confirmed that the shaft and jaw of the cadiere forceps had become dangling and detached upon inspection of the instrument sheath. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.